Event description:
On (B)(6) 2010, medwatch uf report (B)(4) was received: after a da vinci double fenestrated instrument was removed from the pt (robotic assisted lap assisted vaginal hysterectomy, bilateral salpingo-oophorectomy), the instrument tip broke off and was not detected by x-ray. The surgeon opened, tissue morcellated, no identifiable part found in wound or morcellated tissue. The area was irrigated well and searched - no foreign objects were detected in the wound area.

Event description:
Per the audiologist, the patient¿s implant was exposed due to a fall and hit to the head. The patient was treated with antibiotics (type not reported) and closely monitored. The patient underwent revision surgery in 2009 to reposition the device leaving the array in place and was administered more antibiotics. Per the surgeon, the patient received a follow up inspection at approximately 36 days later, and indicated the site is healing with no concerns and the patient is wearing the external processor.

Event description:
Piece of saw blade broke during sawing on total knee. Unable to find piece. X-ray taken prior to implanting components - cleared per radiologist.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2010. During the same surgery the patient was implanted with another device on the contralateral side. (B)(4).